Event description:
After approx 10 mins of operation, the monitor displays "unk contaminant" message and the monitor fails to display updated numerical values for the parameters measured by the multigas module. There was no pt injury.